Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. The instructions for use further warn: ¿to help maintain asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when the soft tissue patch will be subjected to gross contamination.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ (B)(6) 2014: (B)(6) hospital. (B)(6), md. Indications: ¿ms. (B)(6) is a 35-year-old female with history of a desmoid tumor status post excision of that to the right flank. She has had a local recurrence in the area without evidence for systemic disease. Per dr. (B)(6), surgery was recommended. I was asked to assist dr. (B)(6) in the procedure anticipating a possible rib resection, possible chest wall resection.¿ ¿ (B)(6) 2014 [procedure date actually (B)(6) 2014 per procedure notes filing date in mr provided]: (B)(6) hospital. (B)(6), md. History of present illness [hpi]: ¿this is a 35-year-old female, who had previously undergone a desmoid resection when she was pregnant. She ultimately terminated her pregnancy as she did not want it, and we proceeded with resection of the desmoid. She did well for about a year and then had a recurrence with poor followup. By the time she was back in our system, the mass was as large as it was on her initial presentation. Thus, we started with neoadjuvant therapy. She was initially on tamoxifen and sulindac. This did not cause significant shrinkage. Thus, she was put on sorafenib and sulindac. There has been a significant response to this therapy to the point where the MRI has almost normalized. The patient is here today for excision.¿ implant procedure: [(B)(6), md]: wide, local reexcision of desmoid, right flank, with rib resection and reconstruction with gore-tex 1 mm mesh. [(B)(6), md]: 1. Wide local excision of a right flank mass. 2. 12th rib resection. 3. A patch reconstruction right flank with 1 mm ptfe mesh. [Implant: gore-tex® soft tissue patch, (B)(4), 5cm x 10cm x 1mm thick] implant date: (B)(6), 2014 [hospitalization dates (B)(6), 2014] ¿ (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: right flank mass. Postoperative diagnosis: right flank mass. Anesthesia: general. Estimated blood loss: 10 cc. Complications: none. ¿ wound classification: not provided. ¿ findings: ¿a firm mass correlating with the radiographic findings was present just above the previous ptfe patch in close proximity to the 12th rib and surrounding soft tissues. A local excision was performed including excision of the 12th rib and pre-existing mesh and a ptfe mesh reconstruction was performed.¿ ¿ procedure: ¿the risks, benefits, and alternatives of the procedure were explained to the patient and informed consent was obtained. Prior to the procedure, I assisted dr. (B)(6) with her portion of the procedure including incision, soft tissue dissection, identifying the mass, which was fairly adherent to the previously placed ptfe mesh, but had normal soft tissue borders superiorly at the 11th rib medially along the soft tissue portion of the paraspinous muscles, inferiorly along the retroperitoneal adipose tissue and laterally along the muscles of the chest wall. Using electrocautery, we removed the mass from the surrounding soft tissues and off the 12th rib with electrocautery dissection. Margins were close to the chest wall at the 12th rib during the first resection and because of this to ensure negative margins on reexcision, we decided to perform 12th rib excision. The soft tissues intercostal nerve were dissected free from the rib, and the rib divided near the transverse process with a rib cutter and removed and sent for histopathology. Reconstruction was done with 1 mm ptfe patch measuring 5 x 10 cm. Superior aspect was sewn to the 11th rib with pericostal sutures and immediately to the stump of the 12th rib utilizing the drill to assist with suture placement. Laterally, mesh was secured to the muscles of the abdominal wall including transversalis and external oblique and medially to the paraspinous musculature. It was secured inferiorly to the fibrinous ridge from previous mesh placement all with #1 prolene sutures. Soft tissue was closed as described by dr. (B)(6). The patient tolerated the procedure well. There were no complications. The combination of location within the abdomen and chest wall, soft tissue dissection and chest wall rib resection necessitated 2 surgeons from separate specialties working in coordination for the case.¿ ¿ (B)(6) 2014 [procedure date actually (B)(6) 2014 per procedure notes filing date in mr provided]: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6). Preoperative diagnosis: desmoid. Postoperative diagnosis: desmoid. Anesthesia: general. Estimated blood loss: 10 cc. Complications: none. Wound classification: not provided. Findings: ¿very indiscrete borders. We resected tumor based upon CT findings, with landmarks being the mesh and rib position.¿ procedure: ¿the patient was brought to the operating room, was placed in the supine position on the operating table and was intubated without complication. The patient was then placed in prone position and padded appropriately. The patient was then prepped and draped in the standard sterile fashion. Pause for the cause was completed. The previous incision was reopened, and the inferior border was carried down to the mesh. With the mesh being identified, we knew that we were below where the mass was based on CT and MRI findings. Then we took our dissection cephalad to the 11th rib, again knowing that this was a location in which we were clear. Medially, we went to the spinous musculature and laterally out to where the mesh had been. Once our borders had been defined and resected with electrocautery, I then came from the inferior aspect. The mesh seemed to be very adherent to the tissue. Thus, I decided to take mesh, knowing that posterior to the mesh was clear, and there was no tumor invading below this. The inferior aspect of the mesh was then cut, and this was then able to be retracted cephalad to the level of the 11th rib. The specimen was then completely resected and oriented and sent to pathology. My concern was the 12th rib. This is where things were very close on our first resection. Thus, we did take the 12th rib along with its inferior attachments to the retroperitoneal fat. This was done in combination with dr. (B)(6). Please see his note for further details. But in brief, the 12th rib was resected, and this was sent for permanent pathology. At this point, the reconstruction was done with gore-tex 1 mm graft, 5 x 10 cm. The superior border was sewn to the 11th rib. This again was done by dr. (B)(6) with my assistance. Using #1 prolene sutures, the 11th rib was encircled, with care taken to avoid puncturing into the lung. The very medial aspect of the remnant of the 12th rib was then drilled, and the mesh was secured to that. Out laterally, the mesh was secured to the transversalis and external oblique musculature. Inferiorly, the mesh was secured to the fibrinous ridge from the previous mesh, and medially, it was sewn to the spinous musculature. This had excellent closure. At this point, a 19-french round drain was placed. We were able to close the subcutaneous tissue over the top of this; however, there was a significant divot due to the tissue that was taken underlying this area. The subcutaneous tissue was closed in 2 layers using 3-0 vicryl, running and interrupted, and then 4-0 monocryl to close the skin in a running, subcuticular manner. Steri-strips and a sterile dressing were placed. The drain held suction. At this point, the patient was turned into a supine position on the cart. An x-ray was taken and confirmed that there was no pneumothorax. The patient was then extubated and transferred to the recovery room in stable condition.¿ ¿ (B)(6) 2014: (B)(6) hospital. Implant record. ¿goretex soft tissue patch¿. Site: ¿flank.¿ cat #: ¿1405010010.¿ model number: 0115230. Lot number: brsl8343. Number implanted: (B)(4). Size: 5cm x 10cm x 1mm thick. Expiration date: ¿(B)(6) 2017.¿ ¿ pathology: not provided. Relevant medical information: ¿ (B)(6) 2015: (B)(6) laboratory. Aerobic bacterial culture, stain. [Source not provided.] Collected: (B)(6) 2015. Culture: ¿4+ staphylococcus aureus. Isolate is mrsa (methicillin-resistant staph aureus. ¿ gram stain: ¿4+ pmns. 1+ gram positive cocci.¿ explant preoperative complaints: ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), pa. H&p. Chief complaint: ¿back pain.¿ hpi: ¿(B)(6) is a 35 y.o. Female with a significant medical history of a desmoid tumor removal on right flank ((B)(6) 2014) s/p radiation therapy who presents to the emergency department for evaluation of back pain. Since surgery patient has had issues with back pain around surgery site and fluid build up which she has been followed by dr. (B)(6). Patient has been noncompliant with attending her last 2 follow-up visits. She presented to the emergency department the end of (B)(6) for similar issues but declined admission since she had no one to watch her 4 children. She continued to take her oxycodone for pain and was prescribed additional ms (B)(6) for pain control. She is scheduled for surgery in 2 days and was scheduled to meet with dr. (B)(6) this morning. Patient denies knowing about this appointment and states she was told to come in the day of surgery on (B)(6), but her pain was getting progressively worse and she could not wait. States she is unable to lay down, sleep or function during the day. States "I am exhausted!" Reports difficulty taking care of children and paying bills due to debilitating pain. At one point her electricity was turned off and she had to sit in the dark for 5 days. She hasn't been able to work since she was diagnosed with cancer. She is frustrated with her care and feels nobody cares about her or wants to listen or help her. She is very angry during our visit, states she was accused of doing meth which she denies and does not want to be in the hospital but feels she has no other choice because of the pain. Reports for the last few weeks she has had purulent drainage from the wound and knows there is "inflammation and abscess inside her". She denies drug use, only takes prescribed pain medication. Reports her children are currently being cared for by her mother. Denies fever, chills, night sweats, chest pain, abdominal pain. Reports nauseated due to pain, has not been able to eat much, feels dehydrated. Reports new area of pain just along her spine. Denies numbness or tingling.¿ physical exam: ¿right mid back with small opening draining minimal purulent drainage, able to expressed [sic] drainage with palpation of superior aspect around wound, very tender to palpation around this area. Radiation changes noted to skin around wound. No erythema or warmth. No fluctuation to suggest superficial abscess.¿ assessment and plan: ¿right flank wound s/p desmoid tumor removal. Back pain. (B)(6) is a 35 y.o. Female with a significant medical history of a desmoid tumor removal on right flank ((B)(6) 2014) s/p radiation therapy who presents to the emergency department for evaluation of back pain. Lab evaluation unremarkable, no leukocytosis, afebrile. Vitals stable, afebrile. Right flank wound draining minimal purulent drainage, no soft tissue infection appreciated. Previous cultures growing mrsa. Hold off on antibiotics for now, appears to be chronic draining wound. Patient well known to dr. (B)(6) and planning to follow. Patient is scheduled for surgical debridement and vac placement on (B)(6). Patient with history of compliance issues. Will admit for pain control and IV hydration. Ordered zofran for nausea. Ok tor regular diet, npo midnight before surgery. Drug tox screen ordered in ed and pending. Will consult social work for home assessment, concern for safety of her 4 children in her current state. Continue daily wound cares as ordered. Patient agrees with the plan.¿ explant procedure: removal of mesh in left flank wound and placement of vac with irrigation and debridement. Explant date: (B)(6) 2015 [hospitalization (B)(6) 2015] ¿ (B)(6) 2015: (B)(6) hospital. Surgeon. Operative report. Preoperative diagnosis: nonincorporated mesh. Postoperative diagnosis: nonincorporated mesh. ¿ indications: ¿this is a 35-year-old female who 5 years ago had a desmoid resected from her right flank. The mass recurred with pregnancies, and she was ultimately treated with neoadjuvant therapy followed by resection, followed by radiation therapy. She has had an open wound that has not completely healed. By CT scan, she has no significant fluid collections, but the mesh is not incorporated. We have been waiting to allow the skin from the radiation to heal enough to be able to put tape and a vac dressing on. At this point the skin has healed enough and there has been enough fibrosis that I am ready to take her back to the operating room.¿ ¿ wound classification: not provided. ¿ findings: ¿nonincorporated mesh. No evidence of inflammation or infection in surrounding tissues, ultimate hole is under 2 cm.¿ ¿ procedure: ¿the patient was brought to the operating room and placed in the supine position and then intubated and then placed in the prone position. She was prepped and draped in a standard sterile fashion. There was a small 2 mm defect in the center of the wound. This was extended medially and laterally to about 4 cm. With blunt dissection, I was able to enter into the cavity where the mesh was. The mesh had absolutely no adherence and had curled up. The mesh was then removed by excising the prolene stitches. Upon doing this, there was no evidence for purulent drainage, there was no surrounding inflammation and most of the cavity had already granulated and sunk in. At this point, I irrigated with 3 liters of normal saline. A small vac was placed. The overall sponge size was under 2 cm, and this was shoved deep into the cavity where the mesh was, the actual incision in of itself is extremely small.¿ plan: ¿admit and obtain social work to arrange for vac at home .¿ ¿ pathology: not provided. Relevant medical information: ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), rn. Nursing progress note. ¿pt states is being seen because a home health nurse replaced pts wound vac on monday. Pt started experiencing pain in spine and left side. The tube on the wound vac was returning "pure blood" pt called (B)(6) clinic on tues. Pt was instructed to remove the wound vac and cover with dry gauze. When the patient took the wound vac off, it looked like the wound had split open and the wound was larger. Pt called (B)(6) clinic back and was told to go to the ER if she thought that was required. Pt went to the ER last night and wound was looked and wet to dry bandage was applied. States now having pain @ wound vac site. States pain 7/10 currently. Takes oxycontin 10 mg q12h and up to 2 ocycodone 10mg tabs a day. This is not helping her pain.¿ ¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. Progress note. ¿this is a 36-year-old female who has been struggling with the diagnosis of a desmoid tumor in her right flank. She has had 2 resections and followed by radiation. The last resection was complicated by a prolonged seroma and now an open wound after radiation. A vac dressing was placed after an l&d in the or on (B)(6) 2015. Yesterday she began having acute pain from the vac dressing. When she turned the settings off the pain went away. I instructed her to take the vac off and then see me today. She presumably went to the (B)(6) ER last night for which they placed a wet-to-dry dressing.¿ physical examination: ¿on exam today, the incision is open. It was packed and the base of the wound showed some fibrinous exudate. The sides of the wound have granulation tissue. There was no evidence for recent bleeding and there was no active bleeding. She states the wound in significantly bigger. I was able to obtain the measurements from last friday from the wound clinic as well as the picture. I showed her the picture of this as well, and to me, there is no change from that time.¿ impression: ¿open wound. We discussed vac dressing versus just wet-to-dry. At this point, I think it would be easier for her to do wet-to-dry dressing. We taught her this. We gave her the supplies to do that. I would like to see her back in a week to see how this is going. If we are not making significant progress, then we will need to talk about a vac dressing. If this is maintaining, ideally she would probably like to just do wet-to-dry so that she can get back to work. I will see her back next week to re-address the wound. As per my previous notes, I will assist her with robaxin or flexeril, but I will not prescribe her any more narcotics .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: codes b21 / c20 - product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2014: (B)(6) hospital. (B)(6), md. Indications: ¿ms. (B)(6) is a 35-year-old female with history of a desmoid tumor status post excision of that to the right flank. She has had a local recurrence in the area without evidence for systemic disease. Per dr. (B)(6), surgery was recommended. I was asked to assist dr. (B)(6) in the procedure anticipating a possible rib resection, possible chest wall resection .¿. (B)(6) 2014 [procedure date actually (B)(6) 2014 per procedure notes filing date in mr provided]:(B)(6) hospital. (B)(6), md. History of present illness [hpi]: ¿this is a 35-year-old female, who had previously undergone a desmoid resection when she was pregnant. She ultimately terminated her pregnancy as she did not want it, and we proceeded with resection of the desmoid. She did well for about a year and then had a recurrence with poor followup. By the time she was back in our system, the mass was as large as it was on her initial presentation. Thus, we started with neoadjuvant therapy. She was initially on tamoxifen and sulindac. This did not cause significant shrinkage. Thus, she was put on sorafenib and sulindac. There has been a significant response to this therapy to the point where the MRI has almost normalized. The patient is here today for excision .¿ implant procedure: [(B)(6) md]: wide, local reexcision of desmoid, right flank, with rib resection and reconstruction with gore-tex 1 mm mesh. [(B)(6) , md]: 1. Wide local excision of a right flank mass. 2. 12th rib resection. 3. A patch reconstruction right flank with 1 mm ptfe mesh. [Implant: gore-tex® soft tissue patch, 1405010010/not indicated [ni], 5cm x 10cm x 1mm thick]. Implant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014]. (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: right flank mass. Postoperative diagnosis: right flank mass. Anesthesia: general. Estimated blood loss: 10 cc. Complications: none. ­ wound classification: not provided. ­ findings: ¿a firm mass correlating with the radiographic findings was present just above the previous ptfe patch in close proximity to the 12th rib and surrounding soft tissues. A local excision was performed including excision of the 12th rib and pre-existing mesh and a ptfe mesh reconstruction was performed.¿. ­ procedure: ¿the risks, benefits, and alternatives of the procedure were explained to the patient and informed consent was obtained. Prior to the procedure, I assisted dr. (B)(6) with her portion of the procedure including incision, soft tissue dissection, identifying the mass, which was fairly adherent to the previously placed ptfe mesh, but had normal soft tissue borders superiorly at the 11th rib medially along the soft tissue portion of the paraspinous muscles, inferiorly along the retroperitoneal adipose tissue and laterally along the muscles of the chest wall. Using electrocautery, we removed the mass from the surrounding soft tissues and off the 12th rib with electrocautery dissection. Margins were close to the chest wall at the 12th rib during the first resection and because of this to ensure negative margins on reexcision, we decided to perform 12th rib excision. The soft tissues intercostal nerve were dissected free from the rib, and the rib divided near the transverse process with a rib cutter and removed and sent for histopathology. Reconstruction was done with 1 mm ptfe patch measuring 5 x 10 cm. Superior aspect was sewn to the 11th rib with pericostal sutures and immediately to the stump of the 12th rib utilizing the drill to assist with suture placement. Laterally, mesh was secured to the muscles of the abdominal wall including transversalis and external oblique and medially to the paraspinous musculature. It was secured inferiorly to the fibrinous ridge from previous mesh placement all with #1 prolene sutures. Soft tissue was closed as described by dr. (B)(6). The patient tolerated the procedure well. There were no complications. The combination of location within the abdomen and chest wall, soft tissue dissection and chest wall rib resection necessitated 2 surgeons from separate specialties working in coordination for the case .¿. (B)(6) 2014 [procedure date actually (B)(6) 2014 per procedure notes filing date in mr provided]: (B)(6) hospital. (B)(6) , md. Operative report. Assistant: (B)(6) . Preoperative diagnosis: desmoid. Postoperative diagnosis: desmoid. Anesthesia: general. Estimated blood loss: 10 cc. Complications: none. ­ wound classification: not provided. ­ findings: ¿very indiscrete borders. We resected tumor based upon CT findings, with landmarks being the mesh and rib position.¿. ­ procedure: ¿the patient was brought to the operating room, was placed in the supine position on the operating table and was intubated without complication. The patient was then placed in prone position and padded appropriately. The patient was then prepped and draped in the standard sterile fashion. Pause for the cause was completed. The previous incision was reopened, and the inferior border was carried down to the mesh. With the mesh being identified, we knew that we were below where the mass was based on CT and MRI findings. Then we took our dissection cephalad to the 11th rib, again knowing that this was a location in which we were clear. Medially, we went to the spinous musculature and laterally out to where the mesh had been. Once our borders had been defined and resected with electrocautery, I then came from the inferior aspect. The mesh seemed to be very adherent to the tissue. Thus, I decided to take mesh, knowing that posterior to the mesh was clear, and there was no tumor invading below this. The inferior aspect of the mesh was then cut, and this was then able to be retracted cephalad to the level of the 11th rib. The specimen was then completely resected and oriented and sent to pathology. My concern was the 12th rib. This is where things were very close on our first resection. Thus, we did take the 12th rib along with its inferior attachments to the retroperitoneal fat. This was done in combination with dr. (B)(6). Please see his note for further details. But in brief, the 12th rib was resected, and this was sent for permanent pathology. At this point, the reconstruction was done with gore-tex 1 mm graft, 5 x 10 cm. The superior border was sewn to the 11th rib. This again was done by dr. (B)(6) with my assistance. Using #1 prolene sutures, the 11th rib was encircled, with care taken to avoid puncturing into the lung. The very medial aspect of the remnant of the 12th rib was then drilled, and the mesh was secured to that. Out laterally, the mesh was secured to the transversalis and external oblique musculature. Inferiorly, the mesh was secured to the fibrinous ridge from the previous mesh, and medially, it was sewn to the spinous musculature. This had excellent closure. At this point, a 19-french round drain was placed. We were able to close the subcutaneous tissue over the top of this; however, there was a significant divot due to the tissue that was taken underlying this area. The subcutaneous tissue was closed in 2 layers using 3-0 vicryl, running and interrupted, and then 4-0 monocryl to close the skin in a running, subcuticular manner. Steri-strips and a sterile dressing were placed. The drain held suction. At this point, the patient was turned into a supine position on the cart. An x-ray was taken and confirmed that there was no pneumothorax. The patient was then extubated and transferred to the recovery room in stable condition.¿ (B)(6) 2014: (B)(6) hospital. Implant record. ¿goretex soft tissue patch¿. Site: ¿flank.¿ cat #: ¿1405010010.¿ size: 5cm x 10cm x 1mm thick. Expiration date: ¿02/2017 .¿ pathology: not provided. Relevant medical information: (B)(6) 2015: (B)(6). Aerobic bacterial culture, stain. [Source not provided.] Collected: (B)(6) 2015. Culture: ¿4+ staphylococcus aureus. Isolate is mrsa (methicillin-resistant staph aureus.¿ gram stain: ¿4+ pmns. 1+ gram positive cocci .¿. Explant preoperative complaints: (B)(6) 2015: (B)(6) hospital. (B)(6), pa. H&p. Chief complaint: ¿back pain.¿ hpi: ¿(B)(6) is a 35 y.o. Female with a significant medical history of a desmoid tumor removal on right flank ((B)(6) 2014) s/p radiation therapy who presents to the emergency department for evaluation of back pain. Since surgery patient has had issues with back pain around surgery site and fluid build up which she has been followed by dr. (B)(6). Patient has been noncompliant with attending her last 2 follow-up visits. She presented to the emergency department the end of (B)(6) for similar issues but declined admission since she had no one to watch her 4 children. She continued to take her oxycodone for pain, and was prescribed additional ms contin for pain control. She is scheduled for surgery in 2 days and was scheduled to meet with dr. (B)(6) this morning. Patient denies knowing about this appointment and states she was told to come in the day of surgery on (B)(6), but her pain was getting progressively worse and she could not wait. States she is unable to lay down, sleep or function during the day. States "I am exhausted!" Reports difficulty taking care of children and paying bills due to debilitating pain. At one point her electricity was turned off and she had to sit in the dark for 5 days. She hasn't been able to work since she was diagnosed with cancer. She is frustrated with her care and feels nobody cares about her or wants to listen or help her. She is very angry during our visit, states she was accused of doing meth which she denies and does not want to be in the hospital but feels she has no other choice because of the pain. Reports for the last few weeks she has had purulent drainage from the wound and knows there is "inflammation and abscess inside her". She denies drug use, only takes prescribed pain medication. Reports her children are currently being cared for by her mother. Denies fever, chills, night sweats, chest pain, abdominal pain. Reports nauseated due to pain, has not been able to eat much, feels dehydrated. Reports new area of pain just along her spine. Denies numbness or tingling.¿ physical exam: ¿right mid back with small opening draining minimal purulent drainage, able to expressed [sic] drainage with palpation of superior aspect around wound, very tender to palpation around this area. Radiation changes noted to skin around wound. No erythema or warmth. No fluctuation to suggest superficial abscess.¿ assessment and plan: ¿right flank wound s/p desmoid tumor removal. Back pain. (B)(6) is a 35 y.o. Female with a significant medical history of a desmoid tumor removal on right flank ((B)(6) 2014) s/p radiation therapy who presents to the emergency department for evaluation of back pain. Lab evaluation unremarkable, no leukocytosis, afebrile. Vitals stable, afebrile. Right flank wound draining minimal purulent drainage, no soft tissue infection appreciated. Previous cultures growing mrsa. Hold off on antibiotics for now, appears to be chronic draining wound. Patient well known to dr. (B)(6) and planning to follow. Patient is scheduled for surgical debridement and vac placement on (B)(6). Patient with history of compliance issues. Will admit for pain control and IV hydration. Ordered zofran for nausea. Ok tor regular diet, npo midnight before surgery. Drug tox screen ordered in ed and pending. Will consult social work for home assessment, concern for safety of her 4 children in her current state. Continue daily wound cares as ordered. Patient agrees with the plan .¿. Explant procedure: removal of mesh in left flank wound and placement of vac with irrigation and debridement. Explant date: (B)(6) 2015 [hospitalization (B)(6) 2015] (B)(6) 2015: (B)(6) hospital. Surgeon. Operative report. Preoperative diagnosis: nonincorporated mesh. Postoperative diagnosis: nonincorporated mesh. Indications: ¿this is a 35-year-old female who 5 years ago had a desmoid resected from her right flank. The mass recurred with pregnancies, and she was ultimately treated with neoadjuvant therapy followed by resection, followed by radiation therapy. She has had an open wound that has not completely healed. By CT scan, she has no significant fluid collections, but the mesh is not incorporated. We have been waiting to allow the skin from the radiation to heal enough to be able to put tape and a vac dressing on. At this point the skin has healed enough and there has been enough fibrosis that I am ready to take her back to the operating room.¿. Wound classification: not provided. Findings: ¿nonincorporated mesh. No evidence of inflammation or infection in surrounding tissues, ultimate hole is under 2 cm.¿. Procedure: ¿the patient was brought to the operating room and placed in the supine position and then intubated and then placed in the prone position. She was prepped and draped in a standard sterile fashion. There was a small 2 mm defect in the center of the wound. This was extended medially and laterally to about 4 cm. With blunt dissection, I was able to enter into the cavity where the mesh was. The mesh had absolutely no adherence and had curled up. The mesh was then removed by excising the prolene stitches. Upon doing this, there was no evidence for purulent drainage, there was no surrounding inflammation and most of the cavity had already granulated and sunk in. At this point, I irrigated with 3 liters of normal saline. A small vac was placed. The overall sponge size was under 2 cm, and this was shoved deep into the cavity where the mesh was, the actual incision in of itself is extremely small.¿ plan: ¿admit and obtain social work to arrange for vac at home .¿. Pathology: not provided. Relevant medical information: (B)(6) 2015: (B)(6) hospital. (B)(6), rn. Nursing progress note. ¿pt states is being seen because a home health nurse replaced pts wound vac on monday. Pt started experiencing pain in spine and left side. The tube on the wound vac was returning "pure blood" pt called vpci clinic on tues. Pt was instructed to remove the wound vac and cover with dry gauze. When the patient took the wound vac off, it looked like the wound had split open and the wound was larger. Pt called vpci clinic back and was told to go to the ER if she thought that was required. Pt went to the ER last night and wound was looked and wet to dry bandage was applied. States now having pain @ wound vac site. States pain 7/10 currently. Takes oxycontin 10 mg q12h and up to 2 ocycodone 10mg tabs a day. This is not helping her pain .¿. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Progress note. ¿this is a 36-year-old female who has been struggling with the diagnosis of a desmoid tumor in her right flank. She has had 2 resections and followed by radiation. The last resection was complicated by a prolonged seroma and now an open wound after radiation. A vac dressing was placed after an l&d in the or on (B)(6) 2015. Yesterday she began having acute pain from the vac dressing. When she turned the settings off the pain went away. I instructed her to take the vac off and then see me today. She presumably went to the university of minnesota ER last night for which they placed a wet-to-dry dressing.¿ physical examination: ¿on exam today, the incision is open. It was packed and the base of the wound showed some fibrinous exudate. The sides of the wound have granulation tissue. There was no evidence for recent bleeding and there was no active bleeding. She states the wound in significantly bigger. I was able to obtain the measurements from last friday from the wound clinic as well as the picture. I showed her the picture of this as well, and to me, there is no change from that time.¿ impression: ¿open wound. We discussed vac dressing versus just wet-to-dry. At this point, I think it would be easier for her to do wet-to-dry dressing. We taught her this. We gave her the supplies to do that. I would like to see her back in a week to see how this is going. If we are not making significant progress, then we will need to talk about a vac dressing. If this is maintaining, ideally she would probably like to just do wet-to-dry so that she can get back to work. I will see her back next week to re-address the wound. As per my previous notes, I will assist her with robaxin or flexeril, but I will not prescribe her any more narcotics .¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.". The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent a hernia repair on (B)(6) 2014 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2015 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: wound debridement, failed incorporation of mesh, curled up mesh, wound vac. Additional event specific information was not provided.